Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was uncomfortable stimulation. The outcome was ongoing. Interventions included reprogramming. High density programming was set up and the sensor was discontinued so the patient could adjust the rate. The event resulted in an unscheduled clinic or office visit. The patient reported that when he lay down he had what he described as jolts and skids, when he stands up he felt like it caused staggering. The paresthesia was not relieving the pain. The etiology was noted as related to the device or therapy and not related to an implant procedure. The etiology was due to programming. Relevant medical history included: spinal pain

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was unresolved at the time of study exit. The patient was exited from the study on (B)(6) 2016. The reason for study exit was that the manufactures implantable neurostimulator (ins) was replaced with a different manufacturer's device. Interventions included reprogramming. Interventions included explanting and not replacing the device. The patient reported that the paresthesia was still uncomfortable. The patient described it as hamming in his feet. The pain was not adequately controlled. The patient felt that it was not working adequately to reduce his pain.